Manufacturer narrative:
The incraft valve was leaking and the patient was noted to have lost 300-400ml blood as a result. A pigtail was quickly inserted to stem the leak. There was no reported injury to the patient. Additional information was requested; however, no information was obtained. The product was not returned for analysis. A product history record (phr) review of lot 17965266 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sheath/hemostasis valve-bifurcate leakage - during use¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors, although unknown, may have contributed to the reported event. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to bleeding, and insertion and removal difficulties. Immediately prior to use, re-check that the sheath hemostasis valve screw cap is secure. Caution: failure to ensure the sheath hemostasis valve screw cap is secure may result in connection separation and subsequent incomplete deployment of the prosthesis. Caution: prior to deployment ensure that the sheath hemostasis valve screw cap is secure. Caution: if upon removal of the aortic bifurcate prosthesis delivery system excessive bleeding is seen through the valve, reposition the tip of the delivery system into the valve until the ipsilateral iliac limb prosthesis delivery system is inserted.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the incraft valve was leaking and the patient was noted to have lost 300-400ml blood as a result. A pigtail was quickly inserted to stem the leak. There was no reported injury to the patient. The device will not be returned for evaluation. Additional information was requested; however, no information was obtained.